Event description:
Service report shows that while the nellcor puritan bennett customer support engineer (cse) was servicing the device, the cse discovered that the audio alarm did not activate. The cse inspected the device and replaced the conversion board assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.